Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd plastipak¿ 10ml hypodermic syringe luer lok¿ were found illegible "faded" prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with a picture and the affected samples. The returned samples did not present any defect. All items of the scale were readable and the dosage could not be affected by the imperfections of the scale. We could not confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (november 23 - 24th, 2017). Syringes were assembled in machine, nº4267, in lot #7324988 (november 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue were found. We have also reviewed the barrel lots #7324987, #7331806, and #7317660 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the marking process of bd emerald syringes is an approved and high capable printing technology for medical devices. In this case, we could not confirm the reported defect. The scale of the returned samples was within specifications. We consider that there was not any issue regarding the marking process. Confirmation: the returned syringes did not present any defect. We could not confirm the reported issue. CAPA determination : no - based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Samples were received for the subject complaint. The following fields have been updated to the corrected product information: adverse event or prod prob section (b) describe event or problem: it was reported that the scale markings on a bd emerald¿ 10ml syringe were found illegible "faded" prior to use. There was no report of exposure, injury or medical intervention. Suspect medical device - section (d) medical device brand name: bd emerald¿ 10ml syringe, common device name: syringe, medical device manufacturer: becton dickinson, s.a. (Fraga, spain) mfg# 3002682307, medical device catalog #: 307736, medical device lot #: 1711385, medical device expiration date: 10/31/2022 and unique identifier (UDI) #: (B)(4). All manufacturers section (g) manufacturing location: becton dickinson, s.a. (Fraga, spain) mfg# 3002682307 PMA / 510(k)#: n/a. Device manufacturers only section (h) device return to manuf .? Yes device manufacture date: 11/23/2017.

Event description:
It was reported that the scale markings on a bd emerald¿ 10ml syringe were found illegible "faded" prior to use. There was no report of exposure, injury or medical intervention.